Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the ratcheting function of a ratcheting handle was found to not work during a routine inspection outside of surgery. There was no patient involved with this event.

Manufacturer narrative:
The returned device was evaluated. The ratcheting mechanism was found to not be functioning. It is likely that improper cleaning and drying of the ratchet resulted in rusting, which interferes with the ratcheting mechanism. The labeling lists the dry cycle time as 85 minutes. However, the hospital is reported to use a dry cycle time of only 20 minutes. This is inadequate to allow for the full drying of the device and leads to the rust as seen. A review of the DHR did not identify any issues which would have contributed to this event